Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the battery compartment was observed to be cracked. There was no evidence of moisture corrosion found in the battery compartment or battery cap. There was visible evidence of moisture behind the display screen. The leak test failed due to the battery compartment crack. The pump was opened and moisture was found on all internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the keypad buttons were not functional.